Manufacturer narrative:
The reported event for deeply discharged (inoperable ipg) was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all tests. The reported event of the ipg turning off on its own is due to the associated returned lead that was found to have all of its wires fractured, which would cause the ipg to auto-reduce the output stimulation due to the high impedances. This would be interpreted by the patient as being turned off.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's lead was autoreducing and their ipg had become inoperable. As a result, the patient underwent surgical intervention during which the ipg and lead were explanted and replaced. After inspection, a break in lead was observed.